Manufacturer narrative:
H3: product analysis of the patient interface found that electrode pins were loose and the analog front-end (afe) pcb was faulty. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the nim patient interface was giving excessive noise. The issue was not resolved with repositioning or troubleshooting. The patient interface was switched in order to complete the procedure. There was no patient impact.

Manufacturer narrative:
H6: previously applied code fdc d16 is no longer applicable. There was another device involved in the event (nim 4.0 console, serial: (B)(6) which was already reported under MFR report number: 1045254-2025-01871. The actual aware date of the event was 2025-07-02. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received stated that the event occurred intra-operatively during the beginning of acoustic neuroma case. User swapped the system to a nim 3.0 and completed the case. There was 10 minutes delay in the procedure.